Manufacturer narrative:
Updated fields: b4, b5, d9 (device available for eval?), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit and replaced the compressor. Unit passed all functional and safety tests per factory specifications. Returned the unit to customer and it was cleared for clinical use.

Event description:
It was reported that before use, the cardiosave intra aortic balloon pump (iabp) had an temperature overheat and code 14. There was no patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a temperature overheating. No patient harm or injury is reported.